Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and there was insulin inside the reservoir compartment. No harm requiring medical intervention was reported. The drive support cap was normal. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed motor error during rewinding test due to corroded motor home switch noted. Device was inspected and found moisture damage to the electronic devices. Device passed displacement test.

Manufacturer narrative:
Device passed displacement test. However, device alarmed motor error during rewinding test due to corroded motor home switch noted. Device was inspected and found moisture damage to the electronic devices. Device passed displacement test.